Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec-3890li. In the event reported, it was stated that the device has no video image. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service department for further evaluation on service order (B)(4). It was inspected by the quality control inspector where the user narrative was confirmed. Inspection findings are as follows: fluid invasion in pve connector, image blackout, pve electrical connector frame mild corrosion, suction tube mild resistance, fluid invasion not observed in control body, customer complaint confirmed. The device is currently in the process of being repaired and will be returned to the user upon completion. Parts to be replaced are as follows: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. On 17-aug-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 126dec20136 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. A review of the service history indicates the device was routinely serviced at pentax since installed at the user facility on 04mar2021. No additional information was provided this complaint.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.